Event description:
It was reported that in 2009, the physician was implanting a 30mm helex septal occluder to close an atrial septal defect. The septal length was 30mm and the defect balloon sized to 14mm. The device was implanted and appeared well positioned. On a one day follow-up exam, the physician noted that the right atrial disc appeared to be protruding into the right atrium and away from the septum. The device was removed through interventional techniques and a second septal occluder was implanted. The patient was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The review of the manufacturing records verified that this lot met all pre-release specifications.